Manufacturer narrative:
The explanted pump was not returned to the manufacturer for analysis. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 years 1 month. No additional information was provided. A supplemental report will be submitted when the manufacturer's' investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2017 for gastrointestinal bleeding. A capsule study and double balloon enteroscopy was performed and multiple arteriovenous malformations (avm) were observed and were cauterized. The bleeding continued, and interventional radiology attempted to determine the bleeding site on (B)(6) 2017; however, no bleeding sites were identified. The dbe was repeated and another avm was found and treated. The patient¿s anticoagulation was discontinued, and a proton pump inhibitor was prescribed. During the gi bleeding, the patient¿s hemoglobin ranged between 6-7.2 g/dl. On (B)(6)2107, the patient received a heart transplant. The patient was status 1a for transplant due to bleeding. No additional information was provided.